Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that dr. (B)(6) has been seeing consistently low readings more than 3 points lower than cbc results. He has been a customer for several years and has never experienced this issue before. No consequences or impact to patient.